Manufacturer narrative:
Batch review performed on 20-dec-2023. Lot 2111666: (B)(4) items manufactured and released on 22-dec-2021. Expiration date: 2026-12-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review. Additional component involved in the complaint: batch review performed on 20-dec-2023. Ball heads: bipolar head 25060.2854 bipolar head ø28x54 (k091967) lot 2242648: (B)(4) items manufactured and released on 22-mar-2023. Expiration date: 2028-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review.

Event description:
At about 2 weeks after primary, the patient came in reporting pain due to a dislocation of the bipolar head from the acetabulum. The surgeon explanted the cocr head and bipolar head and converted the patient to a total hip. The surgery was completed successfully.